Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in the emergency room after receiving vibratory alerts from their implantable cardioverter defibrillator (ICD). Device interrogation revealed that the ICD was in backup vvi. The device was reprogrammed and the issue was resolved.